Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. A device history record could not be completed as no lot number was received. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device valve was loose and separated from the patient's perfusion line "unnoticed" during use. As a result, the patient receiving "analgesic treatment" for "anxiety disorder for an MRI examination" failed to receive the narcotic. The following information was provided by the initial reporter, translated from (B)(6) to english: "the analgesic treatment of patient in pain with anxiety disorder for an MRI examination failed because the administration of the perfusion syringe with the narcotic had separated from the patient's venous access unnoticed." "The possible loosening of an infusion or perfusion line from the "q-syte" valve has been observed repeatedly and represents a (sometimes life-threatening) patient hazard."